Event description:
A customer reported encountering error 42 on their continuous glucose monitor (cgm). It was confirmed that there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in performing a pump reset, after which the cgm error did not reoccur.